Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to red heart alarms and pump stop/low speed events experienced at home while tethered on grounded power module patient cable. The patient changed from the primary to the backup system controller. The patient was asymptomatic during the event and fine when placed on an ungrounded power module patient cable or batteries. A log file reviewed by the manufacturer's technical services representative showed multiple pump stoppages. Submitted x-rays were unremarkable but did show possible areas of concern on the external portion of the percutaneous lead. On (B)(6) 2015, the manufacturer's technical services representatives evaluated the patient's driveline and performed phase interrupter/continuity tests; no open wires were found. An external percutaneous lead replacement was performed approximately 3 inches from the exit site and passed all testing; however, approximately 1 hour post repair, the patient experienced red heart alarms/low speed events while lying in bed. The alarms resolved when the patient was placed on batteries. A possible internal driveline fracture was suspected. The vad coordinator requested an unshielded/modified power module patient cable for the patient's use. The patient subsequently underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The report of low speed and pump stop events was confirmed based on the evaluation of the returned pump. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulations of the black and green wires, adjacent to the nipple of the pump housing. The conductors of these two wires were exposed. The disruption in the insulation of the black wire appeared to be the result of repetitive flexing of the driveline in this area; whereas, the disruption in the insulation of the green wire appeared to be the result of mechanical damage. However, a specific cause and time for the damage could not be conclusively determined. The disruptions in the wires would have interrupted function as a result of the exposed conductors of either the black or green wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. If both disruptions were present while the pump was operating, a phase to phase short would have occurred if the exposed conductors from the black and green wires made direct contact with one another or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.